Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that during insertion, the stent delivery system (sds) was stuck at the proximal segment of the guide wire and the distal end of the sds broke. The lesion was found to be calcified and tortuous. The broken shaft was removed and a new stent was inserted to complete the procedure. No add'l event or pt info is available.